Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury resulting in tricuspid valve insufficiency/regurgitation per the physician was due to the dilated right atrium and the force from the leaflets and the clip. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5 and dilated right atrium. A triclip was inserted and deployed on the tricuspid valve. A second clip, a triclip xtw, was inserted and deployed on the posterior and septal leaflets of the tricuspid valve, reducing tr to trace. On (B)(6) 2025, an echocardiogram was performed and revealed a perforation of the septal leaflet, causing tr to increase to 3-4. It was noted that the clip was stable on both leaflets.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.